Event description:
During an implant attempt, the lead had positioning/sensing difficulty and had dislodged. Edited 22-apr-2010 the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead visual inispection: it was noted that the outer insulation was breached/cut.